Event description:
The manufacturer received information alleging ventilator service required alarm occurred on a trilogy evo ventilator while in patient use. There was no report of harm or injury. The trilogy evo ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation the device failed a test step for flow measurement, and it was noted that an error code in relation to "the device software has detected a large pressure drop between the monitor and outlet pressure sensors" was recorded in the device event log. The evaluation confirmed that the cause of the event was due to contamination of the device flow sensor. Therefore, the flow sensor was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, it was confirmed that there was no reported failure in the pressure measurement during the functional test therefore the technician assumed there could have been a temporary failure in the pressure sensor therefore the system board was replaced as a preventative action unrelated to the reportable malfunction/issue. The device passed all final testing. Additional components were replaced since contamination on the airflow route inside the device was confirmed. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed that the unit operated properly. Confirmed the software version is 1.06.10.00.